Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced high blood glucose level. Customer¿s blood glucose was 22.4mmol/l at the time of incident. Customer reported issue regarding air bubbles on top of reservoir observed during therapy. The insulin pump will not be returned for analysis.